Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was separated from the light blue main body. Leak testing, clear passage, and clamp function testing were performed and there were no issues observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of the minicap transfer set; further described as ¿dark blue connector broke and came apart¿. This occurred after removing the minicap to start automated peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.